Event description:
The customer reported the image of the laparo-thoraco videoscope was fuzzy and one light was out. The issue occurred during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope failed a leak test due to a pinhole in the bending section cover, the bending section cover adhesive was cracked with exposed threads, the objective lens had moisture inside the lens, the light guide lens was cracked, and the video connector had minor cracks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation and was likely due to fluid invasion into the objective lens from the leaking area, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.